Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was scratched. There was no patient contact.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Photos were provided. One photo showed the back of a company cartridge pouch. One photo showed two loose company cartridges on a blue background. The photo magnification was too small to discern any damage. Viscoelastic was visible in one cartridge. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified product were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No determination could be made from the provided photos. It is unknown if qualified product were used. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company company cartridges are qualified for use with compatible company company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Initial information indicated a scratched lens; however, follow-up information stated the cartridge was damaged when opened. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).